Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, as the guide catheter was retracted for stent deployment the guide catheter stretched and detached. The stent was deployed and no parts fell into the patient. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, as the guide catheter was retracted for stent deployment the guide catheter stretched and detached. The stent was deployed and no parts fell into the patient. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The visual inspection of the returned device revealed the push catheter was buckled by the hub. The working length of the push catheter was bent and the suture hole on the push catheter was torn. The guide catheter torn jaggedly into two pieces (containing the proximal and the distal remnant) and the proximal remnant was found stretched and frozen on the guide wire. The suture and the stent were not returned for additional evaluation. The distal remnant of the guide catheter could not be removed from the push catheter. Functional evaluation could not be performed on this device due to the damages observed upon receipt. Evaluation of the returned device revealed the push catheter most likely became damaged at the same time the guide catheter became damaged during the procedure, probably due to excessive force applied in the attempt to retract the guide catheter and deploy the stent. Therefore, based on the physical damages found on this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.